Event description:
A healthcare worker reported that after an intraocular lens was implanted, there was an unexpected myopic outcome. The lens was exchanged one month after initial implantation. In a follow up, a technician reported that the patient was nearsighted after initial iol was implanted and was not satisfied with the quality of her vision. The technician also reported the use of an unapproved viscoelastic during iol implantation. She indicated that the event resolved after the iol exchange procedure.

Manufacturer narrative:
The lens was returned for evaluation in a specimen cup filled with solution. The lens is in two pieces. Scratches were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The indicated viscoelastic isn¿t qualified for this lens model/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. The observed damage is most likely due to the explant procedure. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).